Event description:
It was reported that this right ventricular (rv) lead was repositioned due to high threshold. In addition, intermittent noise was noted. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.